Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 322 mg/dl. He treated with the device and insulin pens. Customer stated he put the device in suspend mode because he was working out, and when he went to check his blood sugar, the device said button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. No further reported.